Event description:
This is 2 of 10 reports for the same event, complaint #(B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient was implanted with eight (8) universal reduction screws (urs) and two (2) nflex rods on an unknown date. Patient was returned to the or in (B)(6) 2012 (date unknown) for the first revision surgery due to persistent pain. Patient was revised with 2 cages, plif and the nflex rods were replaced with uss bars. Patient was also returned to the or for a second revision on (B)(6) 2013. This report is for the 1st revision on the unknown nflex rod. This is 2 of 10 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reported date of revision surgery/ explant date was (B)(6) 2012 (date unknown). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.